Manufacturer narrative:
(B)(4). Visual examination of the returned device found signs of repeated use and two pieces have fractured off. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The device has a potential field age of eight years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a femoral impactor fractured during use. Attempts to obtain additional information have been made; however, no more information is available.